Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: product ID: 4024 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
The patient reported that their leads were explanted and replaced due to being damaged. Follow up with the patient's clinic was unsuccessful. No patient complications have been reported as a result of this event.